Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system sample was not returned for evaluation but provided photos show the stent graft partially deployed which leads to confirmed results for partial deployment. It was reported that a 10f introducer/0.035" guidewire were used for access, there was no significant tortuosity and no calcification, there was no obvious resistance advancing the device over the guidewire, the lesion was pre-dilated and the device was flushed prior to use. Based on the provided information and the evaluation of the provided photo, the investigation is closed with confirmed results for partial deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding anatomy the instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, the instructions for use states an "appropriate introducer sheath" and "0.035 inch (0.89 mm) diameter super stiff guidewire" are standard materials to be used with this device. The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H10: d4 (expiration date: 09/2026). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the iliac arteries of the lower limbs via the left common femoral artery, it was found that the stent was allegedly unable to be released. It was further reported that the stent was withdrawn from the patient's body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the iliac arteries of the lower limbs, it was found that the stent was allegedly unable to be released. It was further reported that the stent was withdrawn from the patient's body. The procedure was completed using another device. There was no reported patient injury.